Event description:
The hcp reported that the patient was seen in 2006 complaining of return of pain. The hcp also noted that all 18ml of drug were found in the pump at this time. The hcp purged the catheter with saline and refilled the pump. One month later, the patient returned complaining of return of pain. Again, all of the drug volume was still in the pump. An x-ray with hydrosoluble contrast was performed and showed that the catheter was obstructed. At this time, the patient declined to have surgical replacement of the catheter. The patient returned to the hcp in may with her pain controlled using oral and intramuscular analgesics. The patient was scheduled for surgery. A rotor test was done at the time of surgery to verify pump function. The test revealed that the pump was functioning adequately. The hcp planned to replace the catheter and leave the pump in place. The patient decided that she preferred to have the system removed. Both the catheter and the pump were explanted. The patient recovered without sequela. The patient's pump contained morphine. The event was reported from the field representative.